Manufacturer narrative:
Concomitant medical product: product ID: evproplus-29; product serial number: (B)(6); product type: heart valves; implant date: (B)(6) 2023 product ID: 26 mm non-compliant balloon; product lot/serial number: unknown; product type: valvuloplasty balloon product ID: perimount valve; product lot/serial number: unknown; product type: heart valves; implant date: unknown product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve into a non-medtronic surgical valve, the physician decided to perform a post-dilation with a 26 mm non-compliant balloon. Following the post-dilation, the valve's left leaflet "didn't function anymore" and transvalvular aortic insufficiency occurred. The patient had to be reanimated for a short period of time. Then a second 29 mm valve was successfully implanted, and the patient was reported to be doing well. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: two fluoroscopic cine loops of the pre-implant balloon dilatation (pid) and valve implant were provided for review. The patient¿s summary was not provided for anatomical review. No paravalvular leak (pvl) or central leak can be observed post-implant in this valve-in-valve configuration. As reported, the post-dilatation of the evolut¿ pro+ 29 mm was performed with a 26 mm non-compliant balloon. Following the post-dilatation, a ventricle fully filled with contrast can be seen. According to the evolut¿ instructions for use (IFU), the maximum recommended balloon diameter for a non-compliant balloon to mitigate trauma to leaflets is smaller or equal to 24 mm. Despite various possible reasons for leaflet failure, it appears that the usage of a non-compliant balloon size larger than recommended in the IFU has led to the failure of the bioprosthesis¿ leaflets in this specific case. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5., h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the post dilation was performed with a non-medtronic balloon. One inflation was performed with an inflation time of approximately 17 seconds. The inflation device used was noted to be a syringe and deflator. It was noted that it was possible the balloon had split, cut or torn the leaflet, although there was no proof of this. The transvalvular aortic insufficiency that occurred was noted to be severe. The patient needed to be reanimated when their blood pressure was lost due to the severe aortic insufficiency. The second valve was implanted valve in valve.

Event description:
Additional information was received which confirmed the reason for the post dilation is that the valve was not completely expanded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.